Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was in the hospital recently. Upon follow-up, the patient stated that they were in the hospital to surgically repair a hernia. The patient stated they were working in their garage and started coughing and felt a sharp pain in their groin area. The patient was admitted on (B)(6) 2019 and released the same day. The patient stated they are currently recovering.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s adverse events of inguinal hernia characterized by groin pain, which warranted surgical intervention. While there is no allegation or objective evidence indicating a liberty select cycler deficiency or malfunction caused the events. The liberty select cycler cannot be excluded from having a possible causal or contributory role in the exacerbation of a preexisting hernia, or the formation of new hernia due to lack of additional information. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation.